Event description:
It was reported that the ilet pump¿s sleep/wake button was intermittently unresponsive for about a month, as demonstrated by a patient-provided video, and a replacement was arranged with return of the device. Symptoms included no clinical symptoms or adverse health effects. Outcomes included no impact on health and no interruption to therapy documented. Investigation included customer service troubleshooting and user education, including guidance to shut down the device and to transition data via the mobile app, while the patient continued cgm use. Investigation of this case revealed a suspected mechanical or interface malfunction of the sleep/wake button without associated alerts or alarms, consistent with a device hardware problem affecting the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was an inadvertent device malfunction.

Manufacturer narrative:
Initial.